Manufacturer narrative:
Correction: h6 eval code method (fdm/annex b) h6 eval code result (fdr/annex c) h6 eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine clinic device check, the patient disclosed a history of five implantable cardioverter defibrillator (ICD) shocks occurring over a two-day period and the patient was very upset. Review indicated that device therapy was appropriate and successful, however, the patient stated the first shock occurred and that notification from the clinic occurred the following day. The patient reported receiving an additional shock approximately one hour later, at which time emergency medical services were contacted and the patient reported being unresponsive during each shock event. Additional shocks were reportedly witnessed by emergency medical services and while hospitalized. The patient was transferred from the emergency room (ER) to the intensive care unit (ICU). The patient expressed emotional distress related to the experience, including concerns that audible device alert tones were not enabled at the time of the shocks, dissatisfaction with the timing and communication of information following the initial shock, and concerns regarding perceived delays in support during hospitalization. The patient reported that transmission was performed twice during hospitalization and expressed dissatisfaction with data handling, communication, and responsiveness. It was reassured to the patient that the device therapy functioned appropriately and provided life-saving treatment. The ICD remains in use. No further pat ient complications were reported.